Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator replacement surgery. Physician had issues accessing the pacemaker's setscrew. This was due to the grommet being pliable and blocking the screw. The grommet was taken out in pieces. Setscrew was then accessed and leads were then able to be removed and attached to a new pacemaker. Patient was stable after the event.

Manufacturer narrative:
A partial pacemaker was returned for analysis with essential components missing. The damage found was sustained during procedure. The portion of the pacemaker that was returned was otherwise normal.